Manufacturer narrative:
Concomitant medical products: product ID: 9735585, serial/lot #: (B)(4). A medtronic representative visited the site to evaluate the equipment. No failures were found. No other products have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the surgeon was 4mm past the target (on the same trajectory). This was discovered with the confirmation imaging. The surgeon believed that the vertek arm may have been pulled when they were draping the patient. Plan 1 (red) was the plan they used during the case. Plan 2 (blue) is the plan created from the needle pathway seen from the post-op scan. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: additional review indicated codes b17 and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when the site initially took a sample, there was cerebrospinal fluid (csf), so they realized they were in the ventricle and not just really close to it. But at this point, they didn¿t know if there was brain shift, if the navigation system was off and  how far off they were. They took samples in areas that the navigation system was showing them to be in tumor. These all ended up being non diagnostic in frozen path. There was blood coming out of the needle, so they stopped and hoped what they sent for permanent path would be diagnostic. It too, was not. Additional information was received. It was reported that the cause is suspected to be that the frame or arm was moved.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site submitted the tissue samples they were able to get and are waiting to hear from the permanent samples to see if they can get a diagnosis. It was also reported that they hit the ventricle and were watching the patient over the weekend. Additional information was received. It was reported that this biopsy only contained healthy tissue, no tumor. The patient was rescheduled for another biopsy on (B)(6) 2021, which was successful. Additional information was received. It was reported that the biopsy was not successful, the site did not end up getting diagnostic tissue in this procedure. The patient was not negatively impacted by the ventricle being hit. The procedure was rescheduled due to the inaccuracy. Additional information was received. It was reported that the site tried to account for the inaccuracy once the inaccuracy was found. It was noted that they did not know they were off their initial trajectory until they acquired a CT exam post op and saw where they really were vs where they thought they were. This is conflicting information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.